Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the escape button was unresponsive on the insulin pump. The customer stated they were unable to bolus for their food as a result. Customer's blood glucose was 105 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due unlocked lcd keypad connector. The device had cracked reservoir tube lip, minor scratched lcd window, and scratched tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.